Event description:
The customer reported that the system made a loud popping sound then the monitors went black. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, high voltage tank, and cable were replaced. The generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.